Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. C49133) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), sciatica ("chronic sciatica"), pain in extremity ("chronic crural pain"), fatigue ("exhaustion fatigue"), alopecia ("hair loss"), loose tooth ("loose teeth") and dermatitis allergic ("skin allergies"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the menorrhagia, endometriosis, sciatica, pain in extremity, fatigue, alopecia, loose tooth and dermatitis allergic outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis allergic, endometriosis, fatigue, loose tooth, menorrhagia, pain in extremity and sciatica with essure. The reporter commented: patient's current condition: much less pain since removal. An enormous amount of dental care incurring huge costs. Actions taken to treat the patient in the healthcare establishment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-oct-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. C49133) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), sciatica ("chronic sciatica"), pain in extremity ("chronic crural pain"), fatigue ("exhaustion fatigue"), alopecia ("hair loss"), loose tooth ("loose teeth") and dermatitis allergic ("skin allergies"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, endometriosis, sciatica, pain in extremity, fatigue, alopecia, loose tooth and dermatitis allergic outcome was unknown. The reporter provided no causality assessment for alopecia, dermatitis allergic, endometriosis, fatigue, loose tooth, menorrhagia, pain in extremity and sciatica with essure. The reporter commented: patient's current condition: much less pain since removal. An enormous amount of dental care incurring huge costs. Actions taken to treat the patient in the healthcare establishment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.